Event description:
It was reported that the pt is male, very thin and no tortuosity to his vessels that is known. A call was placed from the cardiologist to the clinical support specialist (css), because of constant high pressure alarms at 0225 mst. When the css first spoke with the md it was stated that they had checked for kinks through the entire length of the gas tubing with none found. They had the same alarms in the cath lab at first, but the alarms went away before they left the cath lab (unk cause at that time). Twelve hours later, they were getting high pressure alarms. The md was also getting a low helium alarm as well; bar graph had changed to red. The css walked the md through changing the helium tank. The md had placed a 40 cc iab. Attempts to restart the pump were unsuccessful. The css had the md remove helium incrementally down to 27 cc with the same results every time. The balloon pressure waveform had a squared off building type appearance even with the maximum amount of helium that can be safely removed. The css and md discussed the angle of insertion and the md stated that it was less than 45 degrees. The head of bed (hob) was less than 30 degrees. The md stated that it was in the position for 2 hours now. The css had the md disconnect the iab connector and start the pump to verify that the helium was getting out of the pump; md stated hearing the whoosh from the pump. The css explained that it is possible that the iab might have migrated down to where the tail of the balloon is partially in the sheath. The md had already ordered an x-ray to check placement, but x-ray had not arrived yet. The css also explained that if the md had not been able to fully inflate the iab for 2 hours now that the md may want to consider clot formation and that this iab may need to be removed. The css discussed with the md that should the bladder have clots and start pumping again those clots would be showered into the pt. The md stated understanding and will discuss with the mds attending. At 0340 the md called back to ask if the iab could be pulled out through the sheath. The css told the md that iab material could be sheared off into the pt if the md did so and not to do that. The md stated understanding and will pull both the iab and the sheath out. The md is not going to replace the iab at this time. The css encouraged the md to call for further assistance. Pump strip were generated. The medical/surgical intervention noted was removal of the iab and sheath together as one unit. No report of death, complications or injury. The pt outcome is the pt is stable. It was noted that the intra-aortic balloon pump used was iap-0500, s/n #(B)(4).

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.